Event description:
It was reported that the patient presented with pacemaker erosion due to infection at the device implant site. The pacemaker system was explanted on (B)(6) 2026 and replaced onto the right side on (B)(6) 2026. The patient was stable throughout the procedure.

Manufacturer narrative:
The device was returned and visual examinations revealed no anomalies. Interrogation and preliminary test results were acceptable. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be traced to the device.